Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that replacement batteries did not work in her one touch ultra smart meter. The complaint was classified based on the customer care advocate's (cca) documentation. The pt said the reported meter stopped working on the day before at 8 or 9am. On original date, the pt felt shaky, clammy, and had headache. She treated herself successfully by taking food and/or beverage. No info was provided regarding the pt's medication regimen. The cca noted that the pt said the battery contacts appeared corroded. The meter did not power on with the ok button or when a test strip was inserted into the test strip port. The pt's products were replaced. This complaint is reported because the pt alleges that the lfs product did not work and the next day, the pt felt shaky, clammy, and had a headache. The pt claims she successfully treated herself by eating food and/or drinking beverage.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.